Event description:
It was reported that the interpulse handpiece with coaxial high flow tip were being used in a procedure when they began to disassemble. It was confirmed that nothing fell into the surgical site. The procedure was completed following a delay of 30 minutes. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Customer discarded.